Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon opening the set, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for a kinked guide wire upon opening the kit was confirmed. The customer returned one guide wire and guide wire assembly without the cap. Visual examination revealed one kink near the j-bend, 1.6 cm from the distal tip. Microscopic examination revealed no offset coils and both welds were full and spherical. No separations or signs of use were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured 685 mm in length and 0.790 mm for outside diameter(od). The returned guide wire was within specification for length and od(length: 679-687 mm and od: 0.788-0.826 mm). This assembly consists of a rigid tube with a straightening tube and protective cap over the j-bend to prevent kinking. The customer did not state if the cap was observed in the kit or attached to the assembly. If the cap is detached during transit, it is possible that the distal end of the guide wire could come into contact with other components and/or the tray and become damaged. The damage observed is consistent with the cap detaching during transit. A device history record review did not reveal any manufacturing related issues. Based upon the condition of sample and the time of discovery, the probable cause is shipping and handling. No further actions will be taken.